Event description:
Caller reported pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller tried using different wall adapter and cable but issue persisted, prompting cts to replace pump while caller employs backup therapy with mdi. Cts confirmed shipping arrangements and instructed caller on returning pump.